Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused throat soreness and shortness of breath. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a CPAP device's sound abatement foam became degraded and caused throat soreness and shortness of breath. The patient did not receive medical intervention. The patient has alleged cough, sleep apnea, lung and heart failure. The device was returned but not yet evaluated. In